Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined

Event description:
Related manufacturer reference number:2017865-2023-51671 related manufacturer reference number:2017865-2023-51674 related manufacturer reference number:2017865-2023-51675 it was reported that the patient's left-sided capped leads were explanted due to an infection. On the right side, the patient's current ICD system remains implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.